Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter and vacuum pump oil were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
While the asp field service engineer was onsite for a different service, a ¿smoke¿ or haze issue for the sterrad® 100s sterilizer was identified. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). ¿the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the smoke/haze issue for the sterrad® 100s unit was reviewed for the prior six months from event date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further evaluation. The assignable cause of the smoke/haze is likely due to the oil mist filter and the vacuum pump oil. The asp field service engineer replaced the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).